Event description:
The customer reported that the power cord was frayed. No patient injury was reported.

Manufacturer narrative:
The ge service rep found the cord frayed near entrance to work station. He repaired the frayed cord, so no exposed wires. The unit is working normally.